Manufacturer narrative:
(B) (4). Results and conclusion summation - product performance engineering reviewed the incident. Balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation. Possibly the balloon material was damaged (scratched) during interactions with other devices, the tortuous and calcified lesion or the previously implanted stent. A definitive cause for the balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was at the ostium, which had been jailed by another company's previously deployed stent at lmt-lad. The voyager was engaged successfully, but during the first inflation, the balloon had ruptured at 6-8 atm. It was replaced with another company's 3.0 x 15 mm dilatation catheter and another company's 3.0 x 16 mm stent was deployed to complete the procedure. No additional event or patient information is available.